Manufacturer narrative:
Unit was received with scramble display due to corroded printed circuit board. Unable to confirm back light anomaly due to scramble display. Unit was also received with minor scratched lcd window, faded serial number label, cracked case battery tube, and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a backlight anomaly. Customer's blood glucose level was not reported. The backlight did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis.